Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the large suture cut needle driver wire was broken. The procedure was completed as planned with no reported injury. Intuitive followed up and confirmed that the instrument was inspected prior to use. There was no collision and issue occurred during suturing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suture cut needle driver to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.